Event description:
The patient reportedly experienced sound quality issues followed by loss of sound. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Testing showed that the device is not functioning normally. Revision surgery has been scheduled.